Event description:
A (B) (6) male pt contacted lifecor customer support to report that neither battery pack will fit into the monitor. A lifecor territory mgr visited the pt and replace the monitor and battery packs.

Manufacturer narrative:
MFR date: monitor (B) (4)-01/2009, battery pack (B) (4)-10/2008, battery pack (B) (4)-02/2009. Device summary: device evals of monitor (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Battery pack (B) (4) had a damaged connector. The root cause of the damage connector cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. Battery pack (B) (4) was fully functional. It was retested and restocked. The damaged connectors on the monitor and battery pack were replaced. No adverse events resulted from the damaged monitor or battery pack. The pt received a replacement monitor and battery packs.